Manufacturer narrative:
Summary of evaluation: the info provided indicates that this event is not device related but rather is associated with patient pain.

Event description:
"Pt began experiencing anterior knee pain. X-rays showed osteolysis in the patella." Pt had revision surgery of patella and tibial insert.